Manufacturer narrative:
Results & conclusion summation - angina, mi, and restenosis, in the IFU are known adverse events associated with coronary stenting. Additionally, angina, mi, restenosis, elevated enzymes, dyspnea and hospitalization are in the no fault risk assessment as post procedural complications. It is possible that the elevated enzymes, mi and angina are secondary effects of the restenosis, which required hospitalization. However, a conclusive cause for the patient effects and the relationship to the product, if any, cannot be determined. The other two xience v sds are being reported under this same manufacturer number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention to prevent permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, three 2.5 x 12mm xience v stents were deployed in the distal circumflex lesion. A 2.5 x 15 mm xience v stent and a 2.5 x 12 mm xience v stent were deployed in the proximal circumflex lesion. A 2.5 x 15 xience stent was deployed in the left main coronary artery. Three months later, the patient returned with non st. Elevation myocardial infarction (nstemi). The patient returned to the hospital with increasing shortness of breath, elevated troponin. Restenosis was revealed in the rca and distal cx requiring ptca. No additional event or patient information is available.